Event description:
Additional information was received. The procedure being performed was a cranial tumor resection. Troubleshooting was performed with technical services (ts). With the old solid state drive (ssd) inserted in the system, the field representative (rep) shut down the system from the software without issue (confirmed power leds turned off, both monitors turned completely black). The rep swapped ssds (new ssd now in system), powered the system on from the camera cart, and the system powered up as expected. The self test displayed green and connected status for the main and camera cart uninterruptable power supply, all internal components displayed green / connected status. The navigation system configuration displayed correct wireless fidelity (wifi) network connected, a refresh showed all information displayed as expected. The rep opened the terminal window and successfully pinged the gateway listed under the connected wifi network (0% packet loss). The rep re-entered clinical application and confirmed the internet protocol (ip) address for the navigation system was listed as the wireless ip and was green. The rep attempted to pull the patient information from electronic picture archiving and communication systems (pacs) again with no effect. Ts had the rep examine pacs information and the rep discovered ae title was entered incorrectly. The rep corrected the ae title and the issue resolved. The rep was able to query and retrieve the desired patient exam without issue. The rep shut down the system through the software and system powered down as expected.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The solid state drive was replaced, the surgeon pr eferences were added to the scope calibration, and the electronic picture archiving and communication systems (pacs) information for the wireless fidelity. The system then performed as intended. Codes: b01, c10, and d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411 ; serial/lot #: (B)(6) the solid state drive (ssd) was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was still having issues loading patient exams as described in another case. This happened while setting up for a case, the exams eventually loaded, the surgeon verified instrumentation and registered the patient without issue afterwards. Then, while navigating, the system went unresponsive and stopped tracking instruments. A spinning wheel appeared on the screen as if the system was attempting to load or process the data and it would not stop. The field representative (rep) brought a different navigation system into the room to continue with the procedure. No patient impact. 5 minute surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411 ; serial/lot #: unknown  h3) no parts have been received by the manufacturer for analysis.  Codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.